Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. Based on the information provided, the reported balloon rupture, difficulty removing, material separation and surgical procedure was likely due to circumstances of the procedure. It is likely that the balloon rupture was the result of interaction with the previously placed stent or anatomy which was described as calcified. Additionally, the difficulty removing, and separation likely occurred due to the ruptured balloon material catching on the introducer sheath during removal resulting in surgery to retrieve the separated portion of the balloon. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the right common and superficial femoral arteries with calcification. During the procedure, the 7.0x80 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was being used to post-dilate a stent. The balloon was inflated to 8 atmospheres and when it was attempted to increase the pressure, the balloon ruptured. Resistance was noted during removal with the sheath and it was tried to push the balloon and withdraw it together with the sheath. When pulled, a portion separated and the patient had to be sent to surgery to retrieve the separated portion of the balloon. The patient recovered well. No additional information was provided.